Manufacturer narrative:
(B)(4) initial report. In order to progress with the investigation, operative notes, the location of the explanted device, patient age, activity level and patient medical history were requested. However, it was confirmed that these details were not available and the explanted devices had been discarded by the hospital and thus could not be returned for examination. Pre operative plans and a post primary x-ray have been provided and will be reviewed at corin. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Details will be provided in a supplemental report upon completion of the investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.#

Event description:
Trifit ts revision after approximately 2 months due to loosening of the stem.

Event description:
Trifit ts revision after approximately 2 months due to loosening of the stem.

Manufacturer narrative:
Per -1093 final report. In order to progress with the investigation of this event, operative notes, the location of the explanted device, patient age, activity level and patient medical history were requested. However, it was confirmed that not all of these details were available and that the explant had been discarded by the hospital following the revision and thus could not be returned for examination. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. These stems were found to have a slight dimensional non-conformance which was reviewed by corin and concessed. This deviation from specification would not affect the function of the device or contribute to the reported event. Pre operative plans indicated the use of a size 4 stem, however, the surgeon implanted a size 3, which following review of the post primary and post revision seemed to be slightly small. It has therefore been concluded that this event is most likely due to an undersized stem and thus corin now consider this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.